Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge`s came off the pump during pumping. Customer resumed insulin delivery with the current cartridge. Customer¿s blood glucose level was below 200 mg/dl.